Event description:
An occlusion alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. No corrective actions or technical support measures were taken as the caller declined any assistance.